Event description:
It was reported that the patient presented in clinic. Upon review, the implantable cardioverter defibrillator was unable to interrogate. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of wireless communication failure was confirmed in the lab. The cause of no rf telemetry was due to ic chip failure in the rf module.